Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (274 mg/dl). Reportedly, the customer is on a steroid treatment and recovering from surgery, and the pump settings need to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer administered a manual injection to address elevated bg levels.